Event description:
It was reported that on (B)(6) during a selenia dimensions procedure the c-arm kept moving and angling itself. A field engineer examined the equipment and determined that the system rotation button was stuck and had to be replaced. Both left and right c-arm switches were replaced and the equipment was tested for proper operation. No patient or staff injury reported. No other information is available.